Event description:
The report stated that the jaws were not able to open during use. The site mentioned that cleaning of the device was done frequently. The device was removed by resection of the tissue. Additional suturing was done on both sides of the jaws after removal. The procedure was continued with another device. There was no injury to the pt.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.